Manufacturer narrative:
(B)(4). Part number reported is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 300 samples were taken from the current production; the samples were visually inspected, and issue reported "torn/ruptured - cuff" was not observed in the current manufacturing process. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "cuffs popping. The issue was identified during use. There was no reported patient harm or consequence." Associated complaints 3003898360-2025-00188, 3003898360-2025-00235, 3003898360-2025-00236, 3003898360-2025-00237, 3003898360-2025-00238 and 3003898360-2025-00239.